Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through reproducibility methodology. A hardware issue was suspected. Fdm code, fdr code, fdc code still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart of the navigation system displayed there was no signal when attempting to load exams. It was noted that the system was shut down, reseated the cart to cart cable and rebooted without resolution. A second medtronic navigation system was used for the subsequent procedure. There was no patient present when this issue was identified.